Event description:
Pt was revised to address dislocation, loosening of the cup, and movement of the femoral stem and sleeve (right side). The surgeon suspected a fall or traumatic event contributed to the loosening and movement, but this could not be confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.